Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that from the time of intra-aortic balloon (iab) insertion the arterial line via fiber optic cable did not appear. The pump alarmed for sensor failure. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. One kink was observed on the catheter tubing near the y-fitting approximately 76.2cm from the iab tip. The optical fiber was found to be broken at this location. The optical fiber was found to be broken, confirming the reported problems. The evaluation confirmed the reported problem. It is difficult to determine when or how a break in the fiber optic occurs. However, a kink in the catheter can cause the fiber optic to break resulting in no signal or the inability to calibrate it. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that from the time of intra-aortic balloon (iab) insertion the arterial line via fiber optic cable did not appear. The pump alarmed for sensor failure. There was no reported injury to the patient.